Event description:
Procedure: hysterectomy. According to the reporter: the distal tip of the endo dissector broke off intraoperatively into the pt and needed to be retrieved. The surgeon was able to retrieve the piece and opened new dissector. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).